Event description:
It was reported that the patient did not see the pink slide during activation, indicating that there was a needle mechanism failure. No further information was provided. Treatment for the reported issue is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.